Event description:
Suture snapped/broke during an arthroscopic rotator cuff repair. Or nurse manager confirmed that there were four anchors in all that the suture broke. She did not know the details of when the suture broke (during tightening or after the knot was tightened), but did know that all four anchors remain in the patient unsecured with suture.

Manufacturer narrative:
No product is being returned for evaluation.